Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage observed to the pump. During testing, the pump was found to be responsive. The returned battery cap was able to fully secure onto the pump, but was unable to be removed from the pump. The battery cap threads were found to be defective. A test cap was used to complete the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.